Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "a deflation of a textured saline implant".

Event description:
Healthcare professional reported left side "deflation of a textured saline implant". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening device assessed as surgical damage. Anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure crease, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "a deflation of a textured saline implant". Device explanted.

Event description:
Device explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/06/2024. Additional, corrected and/or changed data: d.6a.

Event description:
Healthcare professional reported left side "a deflation of a textured saline implant". Device explanted.